Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: evaluation codes; device code: the device code on the initial report was documented as device-device incompatibility (2919). It has been updated as break (1069.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during a shoulder arthroscopy the piece uncoupled. The affiliate did not report any patient harm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was received and inspected. The complaint can be confirmed. Saline residue was found inside the suction tubing, and the faceplate was found missing which indicated that the device was in used condition. The missing faceplate was not returned. The reported active metal tip falling out of the device was investigated via a relevant actions and design and process improvements were implemented as a result. The most probable root causes are: the weld bridge on active suction tube is not providing sufficient weld material and retention, mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process, and misuse. We cannot determine a specific root cause for the failure. The new design for the active suction tube was proposed with a wider weld bridge, raised side walls around the suction port and a smaller suction port length, all to improve the mechanical robustness of the active suction tube design and tip retaining function. The lot number of this device indicated that it was manufactured after the design change was implemented. The design change is intended to help reduce the occurrence rate of this failure. A manufacturing record evaluation was performed for the finished device (product : 228146, lot : u1808107), and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Corrected data: reporter country code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.